Event description:
The customer states that their central station monitor did not alert on a patient.

Manufacturer narrative:
The available information does not support that there was a product malfunction. Philips is in the process of obtaining additional information regarding this event and this complaint is still under investigation. A final report will be sent once the investigation is completed. Initial review by a philips field service engineer (fse) and found that the alarms performed as expected. Alarm logs were collected from the central station monitor. Explained to the nurses the difference between alarm silence and alarm suspend.